Event description:
It was reported that a patient presented to hospital for radio frequency ablation of the atrioventricular node. Upon interrogation, it was noted that the device had stored high ventricular rate episodes. It was later revealed that the right ventricle (rv) lead exhibited noise over sensing upon the electrogram stored. Hence, the physician elected to capped and replaced the rv lead on (B)(6) 2025. A new lead was implanted in the left bundle branch area pacing (lbbap) area of the rv. The patient was stable throughout the implant procedure.